Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, cracks on all side of video connector, dent on outer tube, dents on distal frame, bent on outer tube, cuts on video cable, and blurry marks seen in the image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had cut in the insulation. The issue was found during reprocessing. There were no reports of patient involvement.